Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurement that was detected via the patient¿s remote home monitoring system. Boston scientific technical services (ts) stated that there was no noise on stored episodes and provided troubleshooting options. Additional information indicated that the patient will be monitored through normal routine follow-up. This system remains in service. No adverse patient effects were reported.